Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use states with one free end of the gripper line in each hand, confirm that the gripper line is removable by pulling slowly on one end until the other end of the gripper line moves approximately 3-5 cm. If the gripper line is confirmed to be removable, continue to clip deployment. After the clip is successfully deployed, remove the gripper line, which is performed prior to cds removal. All available information was investigated and the reported partial clip movement on the leaflets appears to be related to user error. In addition, it is likely that patient morphology/pathology likely influenced the clip movement. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the suspected clip movement (70228u189). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds 70228u189) was advanced to the mitral valve. The leaflets were grasped, reducing the mr to 1. The cds was then removed without removing the gripper line. When it was realized that the gripper line had not been removed, the line was pulled; however, both ends were inadvertently pulled, and the mr increased to 3. It was confirmed that the clip was still secure on both leaflet, but clip movement was suspected. The gripper line ends were separated and the line was removed without issue. The third cds was advanced; however, grasping was difficult due the anatomy and poor imaging. The clip was not deployed, and the cds was removed. Two clips were implanted, reducing the mr to 3. It was noted that the patient had a good outcome with significant reduction of left ventricle pressures. No further treatment was performed. No additional information was provided.